Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with palpitations. It was also reported that the right atrial lead exhibited possible intermittent oversensing resulting in inappropriate logged arrhythmia / mode switch episodes. The lead remains in use. No further patient complications have been reported as a result of this event.